Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) had lost stimulation due to high/invalid impedance. As a result, the patient's lead was explanted and replaced. The doctor also electively explanted and replaced the patient's anchor. Surgical intervention resolved the patient's issue.